Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a replace now battery. The customer¿s blood glucose level was 5.0 mmol/l. The customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected power loss or replace battery now alarm noted.